Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited far field r wave oversensing. The patient did not receive inappropriate therapy due to oversensing. No intervention was performed. No further information was available.